Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the patient was in the hospital and needed a percutaneous lead clamshell repair. The MFR's clinical rep went to the hospital to apply the clamshell repair kit and noted that the silicone sheath appeared to be fully detached from the metal connector. The driveline was also noted to be severely twisted. Upon inserting the silicone back into the connector, the system controller started to alarm while connected to batteries. The patient was switched from batteries to power module. The pump speed was noted to be fluctuating from 0 to 800 to 5500 to 9400 rpm. The pt then reported having alarms a few days prior. Upon the MFR's clinical rep recommendation, the area of damage was with splinted with tongue depressors. The patient was reportedly stable throughout the event but reported feeling vibration in the chest area with pump at low speeds or off. The patient was placed on IV heparin. The patient was moved to ICU for closer observation and a request was made to the MFR to further evaluate the patient's percutaneous lead (lead). An eval of the patient's lead was subsequently performed by the MFR's technical services member and a separation of the distal end of the lead was observed. During the eval of the lead, the slightest manipulation at the distal end bend relief would cause the pump to stop, event when connected to a modified patient cable. A replacement of the distal end of the percutaneous lead was performed successfully and no other issues have been reported.

Manufacturer narrative:
The distal portion of the percutaneous lead was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the analysis is completed.